Event description:
It was reported that an occlusion alert occurred overnight while using an infusion set with contact detach, and the alert persisted until the user contacted support and changed the infusion supplies, after which the occlusion resolved. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, consistent with a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.